Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed processor circuit card. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the nurse was cooled the patient in arctic sun device and the device was started alarming with error 64(non-recoverable system error). The nurse was powered off the device and then on. They selected to continue the current patient and started cooling. The patient was remains cooling for 2 hours. They advised if alarm returns then the device would send to biomed. Per follow up information received via email on 30aug2023, no additional information or sample is available at this time. An additional follow up is not required.